Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while preparing for a procedure, his olympus evis exera iii xenon light source began presenting an e103 error code. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, several non-reportable phenomena such as a broken output connector, signs of corrosion on the output socket connector, dust accumulation on the blades of the coding fan, and a misaligned fan emitting an abnormal noise were confirmed. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e103 could not be identified. However, it¿s likely the cause is related to the use of a faulty non-olympus lamp. The event can be detected/prevented by following the instructions for use which state: always use the examination lamp designated below. To order a new examination lamp, contact olympus. Xenon lamp maj-1817. Warning: never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.